Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states their levels had been as high as 400mg/dl, and as low as 40mg/dl. The customer treated the lows with food and the highs with bolus. The customer declined to troubleshoot at this time.